Manufacturer narrative:
Engineering reported, "a mini port body, catheter lock and segment of catheter (27cm) were returned. The components were dimensionally characterized and found to be within manufacturing specifications. One suture hole has been used. Inspection of the catheter showed that one end had been cut, at an oblique angle with a sharp instrument. The opposing end had two cuts within a one centimeter of the tip. It is unclear if this damage was caused during implant or during the procedure to retrieve the catheter. Bruising and small amounts of burnishing were visible, but again, the causation was unclear." Engineering stated, "it is assumed that the end cut at a sharp angle was the distal portion of the catheter. The damage to the proximal end made the root cause of the disconnect unclear. Two cuts, near the tip, made it difficult to ascertain the cause of the catheter bruising. The location of the burnishing would indicate that the catheter was not properly attached to the outlet tube before the catheter lock was advanced." "It is suggested that the use review the section "system assembly" in the suggested instructions for use that is included with each device." None.

Event description:
Cook (B)(4) reported for the customer, "port implanted as usual without problem. After 4 months, patient came back with infusion problems. During examination physicians discover that the catheter was dislodged from the port and had migrated to the pulmonary artery. Then it had to be retrieved with a snare introduced through femoral vein. The product is decontaminated. They are not sending back any unused product from that same lot for investigation. They are not providing photos, operating reports, x-ray or scans.